Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, smoker, mobility. Previous implant failure in site on two different occasions 5 years ago. Not excellent oral hygiene.